Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used a backup instrument to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint regarding thermal damage was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, two vessel sealer extend (vse) instruments were used for a surgical task and melted at the instrument elbow. The technical support engineer (fse) requested that the customer return the vse instruments for analysis. The vse instruments were replaced with a backup instrument. The procedure was completed robotically. There was no patient harm. A follow-up attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.